Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the mid left anterior descending (lad) coronary artery, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The number of atms reached on the initial inflation is unknown. A 7f mach1 q4sh guide catheter and a whisper guidewire were also used in the procedure. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.